Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure. The attorney alleged that the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible ventralex st explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. A sample was not returned for further evaluation. Regarding hernia, recurrence is a known risk of surgery and is listed in the instructions-for-use as a possible complication. A sample was not returned for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of an incisional and ventral hernias. A bard/davol ventralex st hernia patch mesh, was implanted to repair the hernia defects. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported by the patient's attorney, the patient has been "injured severely and permanently. Patient has suffered and will continue to suffer physical pain due to the defective product that was implanted in his body."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure. The attorney alleged that the "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to (example possible ventralex st explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such we have not identified this to be a reported device explant at this time. A sample was not returned for further evaluation. Regarding hernia, recurrence is a known risk of surgery and is listed in the instructions-for-use as a possible complication. A sample was not returned for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2016) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4, d6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k)). This supplemental emdr represents the ventralight st using echo ps (device 1). An additional emdr was submitted to represent the ventralex st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of an incisional and ventral hernias. A bard/davol ventralex st hernia patch mesh, was implanted to repair the hernia defects. On (B)(6) 2017 - the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported by the patient's attorney, the patient has been "injured severely and permanently. Patient has suffered and will continue to suffer physical pain due to the defective product that was implanted in his body." Addendum per additional information provided: on (B)(6) 2016- patient was diagnosed with ventral hernia, left inguinal hernia, thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 1), 3dmax mesh (device 2). Per op notes, ¿a ventral hernia in abdominal region was identified and dissected. A ventralight st using echo ps (device 1) was placed intra-abdominally was placed in double crown technique. The hernia sac in left inguinal region was repaired by placing a 3dmax mesh (device 2) and sutured¿. On (B)(6) 2016- patient was diagnosed with recurrent ventral hernia, thereby underwent laparoscopic repair with implant of ventralex st mesh (device 3). Per op notes, ¿omentum in the left upper quadrant was reduced. There was no evidence of adhesion or obstruction. A small ventralex st mesh was placed and tacked¿. On (B)(6) 2017- patient was diagnosed with small bowel obstruction, adhesion, thereby underwent open repair with explant of ventralight st using echo ps (device 1), ventralex st mesh (device 3). Per op notes, ¿the adhesions in the abdominal region was taken down along with the portion of mesh (device 1 and 3)¿.